Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.6 investigation summary: bd received (2) photographs from the customer in support of this complaint. Evaluation of photos indicated an incorrect cap (dark green) had been applied to the pms tube (light green cap). Additionally, (100) retained samples were visually inspected, no incorrect color caps were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® barricor¿ lh plasma blood collection tubes that the shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter: the order is delivered with a barricor tube rack where a tube with a cap of a different color (darker green) is evident.